Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0mtgs, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0mtgs, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# va0mtgs, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported perioperative antibiotics were used. Onset or diagnosis of the infection occurred on (B)(6) 2014. The patient did not have meningitis. Signs or symptoms of infection included redness, drainage and incisional wound opening. The primary location of the infection was the scalp and deep brain stimulator lead connector site. A culture was obtained and the organism cultured was staphylococcus epidermidis and enterococcus. Treatment included intravenous antibiotics. The patient outcome was the infection had resolved. Patient risk factors prior to implant included diabetes.

Event description:
It was reported the patient¿s battery was removed due to infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.